Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this with this pacemaker had their heart stop for 50 seconds. Technical services (ts) was consulted and discussed possible causes for this if it was related to device function. Ts referred the calling patient advocate to the patients physician for further examination. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates the device was functioning normally and no issues were found so no report was required for this event.

Event description:
It was reported that this with this pacemaker had their heart stop for 50 seconds. Technical services (ts) was consulted and discussed possible causes for this if it was related to device function. Ts referred the calling patient advocate to the patients physician for further examination. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the device was functioning normally and no issues were found. This device remains in service. No adverse patient effects were reported.